Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 10second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter first name - updated. E1 - initial reporter last name - updated. E1 - initial reporter phone: (B)(6). G4: - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.0 x 40,75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 10second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.